Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle hung up on catheter and did not retract. The following information was provided by the initial reporter: I am continuing to have issues with bd insyte autoguard bc 18ga IV catheters. Just this morning I had another instance of the needle getting stuck in the catheter when retracting the needle. This resulted in the need to poke the patient again. I have now had four instances in the last two months of the same issue. On (B)(6) 2025 no injury was reported to either the nurse or the patient. The patient had to be stuck a second time. The needle hung up on the catheter when retracting the needle.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5017998. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.